Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16; checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient went to the emergency room (ER) and was diagnosed with hyperglycemia. Her blood glucose read 571mg/dl at the hospital. She also had large ketones when checked that morning. Treatment included an insulin drip/IV fluid, injections, and tylenol because her head hurt. She experienced high blood glucose (300mg/dl), throwing up, and not feeling well the day before going to the ER. The pod was worn on the arm for between 24 and 36 hours.